Manufacturer narrative:
On 09/05/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 09/06/2016 a medtronic representative, following-up at the site, confirmed that the surgeon was navigating in a cranial biopsy procedure and after changing views the software had exited and became unresponsive. They re-booted the software and continued with the procedure. The site had approximately 60 patients on the navigation system and do not boot down very often. On 09/30/2016 software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, neurocoordinator, reported that 2 days earlier, while in a cranial biopsy procedure, their navigation system became unexpectedly unresponsive. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.